Event description:
It was reported that this right ventricular (rv) lead had a high pace impedance, greater than 2000 ohms. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.